Manufacturer narrative:
Reported event was confirmed by review of x-rays received. Review found implant disassociation at the junction of the femoral articular component and stem. No fracture or other abnormality is noted. Surgical notes were not provided. Visual examination of the provided pictures found signs of being implanted. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598801015, 64515909, stem extension straight 15mm dia x 100mm length(combined length 145mm). 00588000600, 64253099, tibial component precoat size 6. 00598801017, 63641555, stem extension straight 17mm dia x 100mm length(combined length 145mm). 00588006012, 64256403, articular surface with hinge post extension screw enclosed do not discard size f 12 mm height. 00597206541, 64256403, all poly patella standard size 41 mm diameter 10.0 mm thickness cemented. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was not returned by the surgeon. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00363.

Event description:
It was reported that during a rhk surgery, it was determined after the operation by intraoperative x-ray that the femoral shaft in the femur had obviously loosened from the femoral component. The surgeon decided to revise the patient on the same day and to implant a new femoral component of the same size but with a larger shaft. The removal of the original femoral component was very complex due to the freshly hardened cement, but succeeded well and without significant bone loss. The same component could be used. The goal of a balanced extension / flexion gap could thus be achieved. For safety reasons, the stem was fully cemented during the revision. Attempts have been made and additional information on the reported event is unavailable at this time.